Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No patient was involved.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. Additionally, the lt logs showed that battery 2 had a cell imbalance since cell v2 was 300 mv below the other cells. The failure mode was able to be reproduced. The battery 2 pack voltage was measured to be 3.5 volts rather than the expected 16 volts, and the battery lcd indicator was blank (fully discharged). The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.